Event description:
It was reported that a patient was revised to address a fractured unknown screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.